Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 200mcg/ml clonidine, 100mcg/ml unknown baclofen, and 30mg/ml dilaudid all at unknown doses via an implantable infusion pump for spinal pain. It was reported that the patient missed a refill on (B)(6) 2019 and their pump went from a one tone alarm to a two tone alarm. The patient saw the 8286 code on the patient programmer indicating that the pump was empty. The patient reported that they experienced "really bad burning down their legs," and a return of pain in their legs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was indicated that they had received a call from the patient indicating their pump was alarming. A critical low volume alarm was noted. The hcp had suggested that the patient take dilaudid if needed. The patient was to call on (B)(6) 2019 so that they could set her up for a refill. The empty pump had been resolved as the pump was refilled on (B)(6) 2019. The patient¿s weight at the time of the event was reported.